Event description:
In 9/1978, pt had implant surgery and by 4/1979, was feeling tired, couldn't handle stress and found herself in tears. In 7/1979, pt noticed one breast was smaller and by the next morning the breast was flat. Implants were removed and replaced with silicone implants of another MFR.